Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power with moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: a review of the black box showed reboots had occurred. No cracks were found in the battery compartment. No damage was found to the battery cap. The battery cap attached securely to the pump. During testing a call service 088 alarm occurred. The battery cap contact measurements were found to be within specifications. Corrosion was found in the battery compartment. The pump leaked at the display lens. The pump was opened, and moisture damage was found on the printed circuit board. The call service alarm occurred due to moisture damage. The alleged power issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.